Event description:
This (B)(6) female patient was involved in a reimbursement or compensation activity. The patient had essure (batch no. D87031) inserted for contraception. The report describes a case of device breakage ("plastic cover has remained inside the uterus"), complication of device insertion ("bilateral insertion was not successfully performed / complication of device insertion"), procedural pain ("pain") and device deployment issue ("essure was not released and got stuck"). On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage, complication of device insertion, procedural pain and device deployment issue. At the time of the report, the device breakage, complication of device insertion, procedural pain and device deployment issue had resolved. The relationship of complication of device insertion, device breakage, device deployment issue and procedural pain to treatment with essure was not reported. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and it was reported that during insertion, at the moment of pressing the release button, essure was not released and got stuck and it could not be removed. Plastic cover has remained inside the uterus (seen as device breakage). Device breakage is regarded as anticipated according to the reference safety information for essure. In this particular case, the device breakage occurred during essure insertion procedure. Based on this information, a causal relationship with essure cannot be excluded. Although there was no reported death or serious health deterioration, this might have occurred under less fortunate circumstances and therefore case was regarded as a reportable incident. Additionally, non-serious event was reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
This case was reported by a gynecologist/obstetrician and describes the occurrence of device breakage ("plastic cover has remained inside the uterus"), complication of device insertion ("bilateral insertion was not successfully performed / complication of device insertion"), procedural pain ("pain") and device deployment issue ("essure was not released and got stuck") in a (B)(6) year old female patient who had essure (batch no. D87031) inserted for female sterilisation. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage, complication of device insertion, procedural pain and device deployment issue. At the time of the report, the device breakage, complication of device insertion, procedural pain and device deployment issue had resolved. The reporter considered complication of device insertion, device breakage, device deployment issue and procedural pain to be not reported (study) to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 11-jul-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.649 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 11-jul-2017: updated quality-safety evaluation of ptc. Sample received. Other reportable incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This (B)(6) year-old female patient was involved in a reimbursement or compensation activity. The patient had essure (batch no. D87031) inserted for female sterilisation. The report describes a case of device breakage ("plastic cover has remained inside the uterus"), complication of device insertion ("bilateral insertion was not successfully performed / complication of device insertion"), procedural pain ("pain") and device deployment issue ("essure was not released and got stuck"). On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage, complication of device insertion, procedural pain and device deployment issue. At the time of the report, the device breakage, complication of device insertion, procedural pain and device deployment issue had resolved. The relationship of complication of device insertion, device breakage, device deployment issue and procedural pain to treatment with essure was not reported. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 16-jun-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.640 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 15-jun-2017: device evaluation received. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.